Manufacturer narrative:
Product inquiry stated the sleeve t2 kids f. Large cutter to be the subject product. The wrench t2 kids f. Large cutter and the handle t2 kids f. Large cutter, apart from significant traces of use such as some impacts and scratches, do not show any damages and thus, are classified as associated products. Review of the manufacturing records for the sleeve was not possible as the fragment showing the lot code engraving was missing. Nevertheless, during investigation no material, design or manufacturing related issues were found. The hardness of the device is according to specified parameters. The cutter t2 kids large is composed of four sub-components: wrench, handle, nut and sleeve. The nut was neither complained nor returned. Upon receipt the cutter mainly was disassembled. The wrench t2 kids f. Large cutter was assembled to a fragment of the sleeve t2 kids f. Large cutter and could not be removed manually. The components were finally disassembled by application of slight (plastic) hammer blows. The sleeve is broken into several fragments. We only received two fragments, the main part and the part that was released from the wrench. There are several fragments missing. The two received fragments have been evaluated with the help of a stereo-microscope. Some of the breakage surfaces show the typical fan-shaped structure of a torsional forced fracture as well as to some extent. Further the fragment that stuck in the wrench is covered with cracks at all sides. The surgical technique advises amongst others: ¿¿cut the nail by moving the handles smoothly towards each other¿¿ a fracture like this could only have happened by applying undue force on the handles which is classified as unintended use. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related due to non-intended use (deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that large cutter broke off the t2 kids set.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
It was reported that large cutter broke off the t2 kids set.